Event description:
It was reported by service report that the head lift would not go down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: headend lift coupler.